Event description:
Customer reportedly received result of 5.8 mmol/l on the aviva nano system and 3.2 mmol/l on a laboratory instrument within 10 minutes. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).